Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A getinge field service engineer (fse) evaluated the device and unit battery test ran at 120bpm. Unit ran for 60 minutes before shutting down. Batteries (d146-00-0039) replaced. Unit ran for 150 minutes before shutting down, passing the battery run time test (specification is 135mins at 120bpm). Now passes all tests and calibrations to manufacturer standards.

Event description:
It was reported that during use on patient, cs 300 intra-aortic balloon pump (iabp) had battery run time issue. There was no patient harm reported.